Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed. Review of the device image indicates it was caused by power on reset (por). After re-loading the product code successfully, the device was tested under electrical and mechanical conditions and results indicated normal functionality and battery voltage at near beginning-of-life level. Despite extensive efforts to trigger backup condition, it could not be reproduced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that upon initial interrogation at implant, the programmer indicated that the pulse generator was in backup vvi mode. The device was not used. There was no patient involvement.